Event description:
The affiliate reported that it was noted that the ventricles of the patient's brain became large. The pressure of the valve was changed from 100mmh2o to 0mmh2o. The device was removed due to a suspected blockage of the valve.

Manufacturer narrative:
The investigation of the returned valve did not confirm the problem reported by the customer. The valve was visually inspected, and a tear in the silicone housing around the siphon guard was noted, it is not clear if this occurred during the implant or ex-plant of the device. Review of the history device records confirmed the valve conformed to the specifications when released to stock. No root cause could be determined as the problem reported by the customer could not be duplicated, the valve functioned correctly. The tear in the silicone housing could have happened during ex-plantation, but this could not be determined. As noted in the IFU silicone has a low tear and cut resistance. No corrective action is needed based on the results of the evaluation. The complaint is closed at this time.